Event description:
It was reported that when the patient presented in clinic for follow-up after receiving a vibratory notification, noise and low, out of range impedance were observed. Hv therapy was disabled pending further assessment. Device replacement was performed. The lead tested normally through the psa. The lead remains implanted. Patient was fine.